Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name irgacare® active ingredient(s) triclosan dosage form suture/solid/parenteral trength 275 ¿g/m a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please clarify if the patient suffer from any sign or consequence due to the needle? Please provide more details. No device return follow up. The device has been discarded.

Event description:
It was reported that a patient underwent a laparoscopy for endometriosis: adhesiolysis, tubal permeability test and removal of endometriotic nodule on (B)(6) 2022 and suture was used. During the procedure, at the closing of the umbilical aponeurosis, the thread pulled off the needle. Use of another device to complete the procedure. There were no adverse patient consequences. No additional information was provided.